Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving an unknown compounded drug via an implantable infusion pump for the treatment of non-malignant pain. It was reported that the patient's pump was implanted in (B)(6) 2017 and the patient had received amazing pain control until on (B)(6) 2017 the patient had a refill and a week later went through withdrawal and was not getting medication. The patient was taken to the hospital and given percocet and toradol. It was reported that every time the patient gets a refill a week later the patient goes through withdrawal. It was noted that the device manufacturer representative tested the infusion system in (B)(6) of 2018 and that a dye study was done the week of this report. The caller stated that all testing showed that the pump was functioning as expected. The healthcare provider (hcp) increased the patients medication thinking there was not enough medication flowing through the catheter but after the increase the patient experienced withdrawal which was relieved by percocet. It was reported that the patient wanted the pump taken out because it was not working. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer reporting the patient had their pain pump explanted because it was not working for them. It was noted the patient experienced morphine withdrawal.

Manufacturer narrative:
Additional information suggests intervention was required to resolve the adverse event. Additional information suggests serious injury. Device code (B)(4) no longer applies. Eval code-conclusion (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the pump was removed on (B)(4) 2018. The patient was told there was nothing wrong with the pump by the hcp and the manufacturer representative. The hcp told the patient to take more medication. The hcp did not send in the pump for analysis; the patient was given the pump in a bag and it did not look like it was cleaned, fluid was coming out of the pump. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.